Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of excessive no delivery alarms on the customer's insulin pump. The father sates the customer wakes up with high blood glucose levels in the 200mg/dl. The customer declined to troubleshoot.